Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis which was manifested by cloudy fluid and abdominal pain. The cause, treatment, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the cause of peritonitis was due to break in aseptic technique which was further specified as "cat came into room and gnawed the cycler tubes (not specified which disposable was involved as it could be cassette or extensions)". On the same day as the event onset, the patient was treated with ceftazidime pentahydrate (2 g) and cefazolin sodium (2 g, for three days) for peritonitis. Three days after the event onset, the patient was hospitalized for the event and was treated with vancomycin hydrochloride (at a dose of twice in total) for peritonitis. Seven days after the event onset, the patient was treated with meropenem trihydrate (for 2 days) for peritonitis. Thirteen days after the event onset, pd therapy was discontinued and the patient was switched to hemodialysis. Eighteen days after the event onset, the patient was treated with metronidazole (intravenous) and fluconazole (oral) for peritonitis. Twenty-four days after the event onset, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.